Manufacturer narrative:
B3: date of event is unknown. E1: 78455830. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we received the device, we will reopen the investigation for further evaluation. A review of the device history records could not be completed as no lot number was provided by the customer.

Event description:
It was reported that the medicine has not been infused as planned. When the pump is started and the infusion should therefore be running, it is observed that the liquid in the infusion tube just moves back and forth but does not actually come out. There was patient involved and no human harm/adverse event reported.